Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: rev. 1 : s/n (B)(6) h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the system was stuck on system init ializing please wait. The remote desktop showed that the generator was not ready. There was an error 33 (the remote console has lost communication with the generator). There was no +5v, +15v, or -15v on system control board. Connector j2 was removed from the low voltage power supply. 227.5 vac was measured into low voltage power supply. Nothing measured out on pins 1, 11, and 12. Values should be +5v, +15v, and -15v respectively. Output on pin 10 (+24v) was unstable. Ps1 was replaced, pot adjusted to 5.15 vdc and missing screw replaced. The system then passed the system checkout and was found to be fully functional. Evaluation codes that apply to this testing: 10, 4203, 4307. The kit svc o2 bi71000450 power supply psi (rev. 1 : s/n (B)(6)) has been returned to the manufacturer, however, analysis has not been completed. Evaluation codes that apply: 4118, 3233, 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation has not been done at the time of submitting this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the site booted up the system and it stated that it was initializing, x-ray was disabled and prompted to undock it. Undocking the gantry did not get it to progress past initializing. The site had already tried to reboot the image acquisition station (ias) and the mobile viewing station (mvs) with no resolution. The x-ray still said disabled and "initializing please wait", though everything else had green status and the gantry was able to be moved around. There was no patient present.

Manufacturer narrative:
H3, h6: the kit svc o2 bi71000450 power supply psi rev. 1 : s/n (B)(6) was returned for analysis. Analysis found that the complaint was confirmed. The ps1 power supply failed bench testing. Output voltage drifted from 5.100vdc to 0.060vdc. Evaluation codes that apply to this testing: 10, 4203, 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.